Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00129 on 11-aug-2025. Additional information (04-sep-2025): siemens further evaluated the event and observed that the customer has performed the comparison study, which recovered acceptably. The cause of the event is unknown. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they obtained an erroneously depressed sodium (na) result on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) recovered acceptably on the day of the event. The customer changed the integrated multisensor technology (imt) sensor and x gasket. Siemens is evaluating the event.

Event description:
The customer reported that they obtained erroneously depressed sodium (na) result on a patient sample on a dimension exl 200 integrated chemistry system. The erroneously depressed result was reported to the physician(s). The patient was sent to an emergency room (ER) to redraw the sample due to the erroneously depressed result. The customer did not provide the result obtained in the ER but stated that the result was not critical. The patient was not treated in the ER. The initial sample was reprocessed on the original dimension exl 200 integrated chemistry system. The reprocessed result recovered higher, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.